Event description:
It was reported that the patient underwent transcatheter valve replacement within an existing aortic prosthetic valve, using a valve-in-valve procedure. The implant duration of the original device at the time of the procedure was approximately 8 years. It was identified, through review of source documentation provided, that the patient had severe symptomatic aortic stenosis, requiring valve replacement. Patient comorbidities: chronic renal failure. The device was replaced with another edwards bioprosthetic valve. There were no adverse patent effects as a result of the replacement.

Manufacturer narrative:
Additional manufacturer narrative: implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of svd including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. In this case, the patient was noted to have a history of chronic renal failure which may have contributed to the stenosis. However, without return of device and evaluation (remains implanted), the specific mechanism leading to this explant cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events. No further actions are possible with the available information.